Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies or the cathlab report could also not be obtained. The provided clinical information (pk papyrus device registration form) was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. The treating physician rated the outcome as not device related but procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During treatment of a pre-dilated moderately calcified lesion (90 percent stenosis degree, 15 mm length) in the moderately tortuous mid lad a 6mm perforation occurred. The perforation was occluded with a balloon while the pk papyrus covered stent was prepared. After introduction the lesion could not be crossed with the device. While removing the delivery system and crimped stent, the stent was stripped off the balloon inside the hemostasis valve of the guide catheter and was subsequently removed. Another pk papyrus was used to proceed with treatment.